Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Struts on the third and fourth most proximal stent rows were bent outwards distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a failure to cross lesion occurred. Vascular access was obtained via femoral artery. The 32mm x 2.50mm, 80% stenosed target lesion was located in the mildly calcified and mildly tortuous right coronary artery. A 32 x 2.50mm taxus liberté stent delivery system was selected to treat the lesion but unable to cross. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, returned device analysis revealed stent damage.